Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) had a fiber optical issue. There was no harm reported.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optical issue. Customer has placed service call claiming the fiber optic port had visible damage, getinge field service engineer (fse) checked error logs. There is no signs of fiber optic failures no damage found. Verified integrity and proper operation of fiber optic port. Device passed all function and calibration checks. Patient involvement is unknown.